Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed. There is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, @ 130,000 joules, fiber tip damage was noted. The procedure was completed with turp. "No damages to the patient" reported. Gland volume: 50 ml. Time expended: 20 minutes.